Manufacturer narrative:
Concomitant products: product ID 3986a, lot # lc3341, implanted: (B)(6) 2005, product type lead; product ID 7489, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3550-09, lot # n26880, implanted: (B)(6) 2005, product type accessory; product ID 748951, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3986a, lot # lc3341, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported the patient was having the device removed on (B)(6) 2015 because the stimulation was not working. Stimulation was never turned off, but it just quit working in 2011. In 2014, the patient had an x-ray done and it was found the leads had moved. The patient was having an additional surgery when the device will be removed. The patient was having a cervical stenosis removed and new cartilage put in. Stimulation was causing more pain and it was not going down the center. Stimulation was around the back of the hips which was the wrong location. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.